Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Updated b5, d, h6.

Event description:
The following was reported to gore on august 7, 2025 from the imedidata study database: on (B)(6) 2025, this 62-year-old male patient underwent endovascular treatment for an aortoiliac aneurysm. The patient was treated with a gore® excluder® aaa trunk ipsilateral leg endoprosthesis two gore® excluder® aaa endoprosthesis devices and two gore® excluder® branch endoprosthesis devices. There was one adjunctive procedure: embolization with coils to the internal iliac artery. There was successful access, delivery and accurate deployment of the devices to the intended location and successful retrieval of the delivery systems. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was reported the patient had worsening of superior mesenteric artery stenosis related to a gore registry device (excluder aaa endoprosthesis contralateral leg). This led to medical or surgical intervention. On (B)(6) 2025, it is noted the patient had a bypass operation. The mesenteric artery stenosis is noted to be resolved as of on (B)(6) 2025. The physician stated following: the superior mesenteric artery had been stenotic prior to the procedure; however, it was reported that embolization of the left internal iliac artery during the initial procedure and the intentional placement of a contralateral leg endoprosthesis from the left common iliac artery to the left external iliac artery reduced collateral circulation, leading to a noticeable decrease in blood flow to the superior mesenteric artery, which likely resulted in the worsening of the stenosis of the superior mesenteric artery.

Event description:
The following was reported to gore on august 7, 2025 from the imedidata study database: on (B)(6), 2025, this 62-year-old male patient underwent endovascular treatment for an aortoiliac aneurysm. The patient was treated with a gore® excluder® aaa trunk ipsilateral leg endoprosthesis two gore® excluder® aaa endoprosthesis devices and two gore® excluder® branch endoprosthesis devices. There was one adjunctive procedure: embolization with coils to the internal iliac artery. There was successful access, delivery and accurate deployment of the devices to the intended location and successful retrieval of the delivery systems. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was reported the patient had mesenteric artery stenosis related to a gore registry device, however not specified which device. This led to medical or surgical intervention. On (B)(6) 2025, it is noted the patient had a bypass operation. The mesenteric artery stenosis is noted to be resolved as of (B)(6) 2025.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following additional information was reported to gore from the imedidata study database: ae term was changed to "superior mesenteric artery stenosis".

Manufacturer narrative:
Updated b5.